Manufacturer narrative:
(B)(4). Additional information: batch: m5201p; manufacturing date: 01/12/2015; product exp. Date: 12/12/2019. The analysis results showed that five ecr60g cartridge reloads were received. Cartridge (a) ecr60g, l5593m, was received fully fired and with cartridge deck damage. Cartridge (b, c) ecr60g, l5593m, were received fully fired and in good visual conditions. Cartridge (d) ecr60g, m5201p was received fully fired and in good visual conditions. Cartridge (e) ecr60g, m5201p was received fully fired and with cartridge deck damage. The found damage on the cartridge deck (a, e ) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reloads. The reported event could not be confirmed as no functional testing was performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, deployed staples were malformed at the fifth firing. The cartridge was green. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the same issue occur with all 5 cartridges? No, the event occurred in the 5th cartridge. If no, why are 5 cartridges being returned? The hospital wanted us to check all cartridges. Was buttressing material utilized? No information. If so, which product? Na.